Event description:
A customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which a no flow occurred. According to the report, the customer was unable to get the secondary set to flow through the upper y-site. The secondary flowed without problem through the lower y-sites. The customer was not able to get the solution through the port with a syringe either. The process step was during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.